Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that patient medication was not available. A technical service engineer advised customer to update the minimum count as 500 and resolved the issue. The system functioned as intended after being assessed by the technical support specialist. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. This is one out of 2 MDR reports associated to the event.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es patient medication was not available and appeared out of stock. Medication was unable to be pulled. There were no adverse events or injuries reported based on this incident.